Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges sinus infection, shortness of breath, headaches, rattle in the chest, and a lot of mucus build up. There was no indication of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges sinus infection, shortness of breath, headaches, rattle in the chest, and a lot of mucus build up. There was no indication of medical intervention. In this report, these sections: b5 (describe event or problem), type of reported complaint, adverse event/product problem, outcomes attributed to ae, health impact grid have been updated to serious injury as per further evaluation.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges shortness of breath, bad headache, sinus infection, rattle in chest, and a lot of mucus build up. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.